Manufacturer narrative:
The cse was dispatched to the customer site for troubleshooting a dimension vista 1500 instrument. The cse cleaned the cuvette waste tube and wash probe a. The cse set the vacuum drain and replaced the reagent probe. The cause of the biological drain liquid splashing into the cse's eyes was due to the issue with the cuvette wash probe a. The instrument is performing within the manufacturing specifications. No further evaluation of device is required.

Event description:
A siemens customer service engineer (cse) had visited the customer site to perform troubleshooting on a dimension vista 1500 instrument when the biological drain liquid splashed into the eyes of the cse. The cse was reinserting the waste biological tube of the washer probe and the tube splashed drops in the eye of the cse. The cse was wearing personal protective equipment including glasses, however, the liquid passed between the edge of the glasses and the face. The cse washed his eyes with water immediately and went to the emergency room where a blood draw was obtained from him. There was no prognosis on the basis of the testing performed. There are no reports of adverse health consequence due to the biological drain liquid being splashed into the eyes of the cse.